Event description:
The customer reported getting 180 joule output when 200 joules selected during testing. This reading is within specification. IFU spec noted for 200 joules is +/-15% (170-230 joules). On (B)(6) 2012, the customer reported additional info; the lower energies were outside specifications, for example the device was delivering 7 joules when 10 (spec for is +/-2) was selected. No pt involvement was reported. Pending further investigation.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.